Event description:
Patient operated on ((B)(6) 2012) from l3-l5. Concorde bullet cage was used. After the surgery, the cage at l4-l5 was noted as having migrated resulting in loss of compression and prior correction. Also noted was a pedicle screw backing out at l4. A revision was performed to remove the cage and replace screw. See medwatch report no. 1526439-2012-00163 for the concorde bullet cage that was involved in this event.

Manufacturer narrative:
No conclusion can be made. Device was discarded, therefore, an investigation cannot be performed. Lot number is unknown at this time. Care must be taken to ensure that the construct is tightened properly. Construct loosening is also listed as a possible adverse outcome in the IFU. The cause of device loosening cannot be determined at this time. Device discarded at hospital.